Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to faulty cp board. In addition, distribution board corrosion and rusty wire were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite ii video system center fails to display. In addition, a black out and only color bars were coming from the monitor. The event occurred during pre-check and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the reported phenomena (1) ¿blackout of the touch panel¿ and (2) ¿color bar is displayed¿ occurred due to a faulty cp board. However, the root cause of the faulty cp board could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.